Event description:
Customer accidentally delivered 10 units of insulin instead of 1 unit during a manual bolus, leading to a visit to the emergency room. Blood glucose level during the incident was 77 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.